Event description:
It was reported that the right ventricular lead had one episode of twos (t-wave oversensing) at low rates. The patient will be re-tested in integrated bipolar at their next visit. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.